Manufacturer narrative:
P-cap locked in place properly during testing. Device was successfully download using (carelink software) and (thump software). On (B)(6) 2021 customer called in concern of having a high bg. No further concerns were recorded. Proceed it with the following testing to assure proper functionality of the device. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, displacement test. During download review on (B)(6) 2021, the following discrepancies were noted: on (B)(6) 2021 at 09:36:41.000 bolus programming method: micro bolus, getting a high sensor glucose2 alert. At 09:41:37.000 through 06:01:40 a total of 4 high sensor glucose2 alert noted. During download review on event date: (B)(6) 2021 the following discrepancies were noted: on (B)(6) 2021 at 08:56:40 a high sensor glucose2 alert noted. All boluses were programmed using basal delivery. No physical damage noted during visual inspection. In conclusion customer concerns can not be confirm. No cause of high bg's against the insulin pump found during testing or via data analysis of insulin pump history files was noted. No unexpected anomalies noted during download review. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl. Customer current blood glucose level was 90 mg/dl. The customer was treated with insulin pump. Customer reported symptoms related to high blood glucose like dizzy and feeling sleepy. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer alleged the insulin pump was possibly under delivering insulin because they did a bolus of 4 to 5 units but did nothing. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.